Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer had a blood glucose level was 300 mg/dl at the time of the incident. The customer states that they do not know if the leak is past the first or second o-rings. The customer did not have tubing clamps to test a no delivery alarm that they experienced form their insulin pump. The customer was sent replacement reservoirs.